Event description:
Healthcare professional reports results lower than expected with the protime microcoagulation system. Protime generated inr 1.2. Previous day inr was 2.2. Repeat test ran on the same day generated inr 2.2. Expected inr range 2.0-3.0. No adverse event(s) reported. This event occurred outside the united states during the course of a pharmaceutical clinical study. Unable to confirm if pt was on warfarin or taking the study drug.

Manufacturer narrative:
(B)(4). Cuvette lot # k1pwc062. Method: process eval performed. Cuvette device history records reviewed and found to meet specs. No related ncmrs, complaint trends, or CAPA identified. Itc has requested all data required for form 3500a.